Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a cassette sensor error. The event happened during testing, and there was no patient involvement.

Manufacturer narrative:
D9 - date returned to mfg. 29-may-2025. H3: one device was received for analysis. The service history review identified there was no previous service history. The reported issue was confirmed as a ¿check cassette¿ error was found. The device also had fluid ingression inside the downstream occlusion (dso) sensor. The dso sensor, bezel and seal were replaced. The dso/uso sensor calibration was performed. The device then passed all tests after the repairs.